Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After a guide wire crossed the lesion, a 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. A 4mm mustang balloon catheter was advanced and completed the procedure. No patient serious injury nor adverse event were reported.